Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 12feb2021.

Event description:
It was reported to philips that the device had a dark display. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
It was reported to philips by customer that the screen is dark, and they cannot see the screen. The vent runs in the background. Device was evaluated by customer and requested for part identification for back light inverter and the liquid crystal display (lcd). The remote service engineer (rse) provided the customer with part ids. Upon following up, the customer informed that reseating the back light cable corrected the issue. No part replacement or upgrade was required.